Event description:
The manufacturer representative did not remember if the patient had an MRI at all and did not remember reporting a false motor stall. The cause of the motor stall was unknown, which was why the pump was returned for analysis.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information reported the repeated motor stalls occurred over a long duration. The cause of the motor stalls were not determined. The patient recovered without permanent impairment.

Manufacturer narrative:
Analysis of the pump ngp326840h revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as an anomaly involving a stall due to shaft-bearing.

Event description:
It was reported a motor stall occurred and never recovered. It was stated the motor stall was a false motor stall/telemetry state related to an MRI. There was more than one motor stall before the pump stopped (motor stall occurred on (B)(6) 2015 at 23:02 with recovery on (B)(6) 2015; second motor stall occurred on (B)(6) 2015 at 11:05 with tube set message on (B)(6) 2015 and no recovery recorded). The patient experienced nausea, vomiting, and fever. The flu-like symptoms began a week prior to the report date and the patient did not realize they were withdrawal symptoms. The patient's status at the time of the event was stated to be alive with no injury. The pump was subsequently replaced. The pump was used to deliver morphine and bupivacaine. There was no evidence in the print report to support the allegation a false motor stall occurred. The pump was presumably interrogated on (B)(6) 2015, with no motor stall recovery on that date. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.